Event description:
The baxter technician reported a colleague infusion pump with a 199.117.284.0000 failure code. The event was reported to have occurred during servicing of the device. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The cause of the event was not confirmed. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The device has been received and is currently awaiting evaluation by baxter personnel. Once the evaluation is complete or if additional information becomes available a follow up medwatch will be submitted.